Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis of stimulator serial number (B)(4) reveals normal impedances were measured on all circuits and electrode pair combinations. The setscrew was backed out too far. The stimulator passed functional testing including impedance testing.

Event description:
It was reported that the representative states the patient was having ins (stimulator) replaced the day of reported event date and when they tried to place the new ins it was showing high impedances across the board for most contacts. The impedances of the old system were all okay. Intra operative they pulled out the lead, wiped everything down and cleared it, etc (etcetera). Re-introduced it, ran impedance again before closing the incision , and still received high impedances. All case and lead combos impedances all came back greater than 4000ohms. At the request of the doctor, a new ins was tried and when they did the impedances were all good which were between 700s-1100s. It was later reported that the patient was doing fine with new generator. The device was removed for continuous high impedance. There was no patient death and no patient injury. The patient recovered without sequela.